Manufacturer narrative:
One medfusion 4000 pump was returned for analysis, the top case was chipped and cracked. There was check clutch and plunger lever error in the history. Multiple flow and occlusion tests were performed. The issue was not duplicated. The analyst replaced the clutch half's left and right with leadscrew and the spring as a preventative measure.

Event description:
Information was received indicating that the medfusion 4000 pump displayed a check clutch or plunger error. The malfunction did not occur during patient use.